Event description:
It was reported that the implant at tooth site #14 was removed due to sinus perforation. Patient reported pain, sinus perforation noted at appointment with drainage. Patient will return after healed for implant replacement. Symptoms as a result of the event: inflammation & pain.

Manufacturer narrative:
Zimvie complaint number (B)(4).